Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the leakage occurred in the delivery system when flushing prior to inserting it into the sheath and the leakage became notable following retracting the device completely. The leadless pacemaker system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system outer shaft leaks. Fluid pathway leak was observed on the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is a hole in the outer shaft that leaks when flushed at 3.7 cm from the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.